Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch to fridge was misreading the door closed or open. The field service engineer replaced latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager was failed. The customer added that this malfunction occurred during the user trying to dispense medication to patients. However, there were no adverse events or injuries reported based on this event.